Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a call service alarm after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/24/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:a review of the pump¿s black box history showed that a call service alarm was recorded on 02/01/2014. Visual inspection revealed that moisture was visible through the display lens. The pump was not able to be exercised due to a replace battery alarm. The pump case was removed and moisture corrosion was observed on the motor flex connector, internal components, and the printed circuit board. The complaint of the pump emitting a call service alarm was observed in the pump history but was not able to be tested due to additional pump failures.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.